Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference case- (B)(4).

Event description:
It was reported that during a meniscal repair surgery, a fast fix t2 implant did not deploy, and a stuck knot was mentioned for which the implant could not be firmly secured; therefore the physician remove it by cutting and pulling it out; however it is unclear if this was regarding t1 implant. Surgery resumed after a non-significant delay; however there are no information available regarding how was the procedure finished. No further complications were reported.